Manufacturer narrative:
The device was returned and the evaluation found a system malfunction that caused abnormal front panel lighting. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the light source had a blinking lamp. The issue occurred during preparation for use for an unspecified diagnostic procedure. The procedure was completed using the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6 and h10. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, a definitive root cause could not be determined. However, it is like that the event reported as "front panel is blinking" was caused by a failure of the high brightness motor. Olympus will continue to monitor field performance for this device.